Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed and de novo lesion was located in the non calcified and moderately tortuous proximal left anterior descending (lad) artery. The 15mm x 2.50mm apex monorail balloon catheter was advanced to the lesion for treatment and the balloon ruptured at 10atms on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit has not been returned; therefore the complaint investigation site could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)